Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was off for an extended period of time. The customer turned the pump back on and began using the pump with out confirming that the date was correct. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
In addition to initial information: reportedly, the pump gained or lost time.